Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 25 mg/dl. The customer had paramedics over and shot him some sugar and when they left he was 167 mg/dl. Customer ate sandwich and dropped later that night to 50 mg/dl. Customer confirmed that it did not cause serious injury or hospitalization. The customer is having a hard time learning to treat and adjust to setting. Customer did not wish to do any troubleshooting at times since it appeared to be a setting issue.